Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no motor or sensory response and high impedance numbers. The recommendation was to replace with a new generator. Pt was doing well.